Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that not much information at this point as it wasn't determined that patient had an other inactive device until they were implanting a new stimulator. Pt will have a post op appointment on (B)(6) 2026. Rep reports they will provide further information at that point. Additional information was received from the rep. Rep reports that the pt did not express any issues with the device until it was found that the patient had a prior stimulator. Pt reported the device was removed because it wasn't working for them. Rep reports the device was not reported as dead/at end of service. Rep reported the pt got a new stimulator for their lumbar spine, but the old/explanted stimulator was for their cervical spine.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the status of the pt's system is implanted-out of service. No additional information was provided.